Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with low blood glucose. The customer stated on (B)(6) her blood glucose level was 30 mg/dl and on (B)(6) it was 23 mg/dl. She had a normal day, went to bed at night and she didn't wake up in the morning. The customer stated that both times she was found on her bedroom floor until the afternoon. Blood glucose at the time of the call was 82 mg/dl. Customer stated that it seemed the insulin pump is over delivering insulin. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.